Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level..